Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was having trouble with the handset and communicator. Patient said every time they try to switch programs they get a message that says to try again later. Patient also said program 3 is shocking them. Reviewed how to change programs. Patient was getting device not responding when trying to increase stim. Patient repositioned the communicator over the implant and still got the message. Patient could feel the edges of the stimulator through the skin. Patient tried repositioning communicator on all 4 sides of the implant. Patient restarted the handset. The issue was not resolved through troubleshooting. An email was sent to the repair department. Patient said they started having problems with the devices after they had a baby. Reviewed if the same issues continue with the replacement equipment they will need to follow up with the healthcare provider (hcp).

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID a52300 (serial: unknown); product type: 0216-software; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.